Event description:
Boston scientific crm received information that during a follow up visit, the patient with this device implanted 97.3 months reported feeling tired. Device interrogation revealed the device displayed end of life one month earlier and was pacing in back up pacing mode. The threshold measurements were unchanged. During a previous visit six months earlier, the battery longevity displayed 1.5 years remaining. There was concern that the battery may have depleted more rapidly than expected or that the previous longevity calculation was not correct. A replacement procedure will be performed in the near future.

Manufacturer narrative:
According to additional information, a replacement procedure was performed, this device was removed, replaced and returned for analysis. Upon receipt to the post market quality assurance laboratory, this device was exposed to simulated heart load conditions, and then tested the pacing and sensing functions. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Analysis concluded that this device met specification for normal battery depletion and exceeded the minimum expected longevity.